Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The report was not confirmed since no sample was returned. A batch review was not performed as no lot information was available. Based on the information obtained from baxter's investigation, the root cause of the alarm was determined to be user error (although the alarm was resolved by repositioning the lines). The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted global technical services regarding a check supply line alarm that appeared on the homechoice (hc) unit during prime. The technical service representative (tsr) instructed the home patient (hp) to push in and turn supply line spike. The hp stated the spike was not inserted completely and pushing the spike in resolved the alarm. On (B)(6) 2010 product surveillance spoke with the hp who stated she used the compact exchange device (cxd) assistive device to spike the bags the night of this incident. The hp stated after she got off the phone with the tsr, she realized the lines were attached to the wrong bags. The hp stated she discarded supplies and restarted her therapy without incident. There have been no similar incidents since this event; the hp stated the cxd device was working fine. The hp stated she has been doing fine with therapy and reported no other issues.